Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 16mm amplatzer vascular plug (avp) was selected to embolize in the subclavian artery (sca). The avp was successfully implanted. On (B)(6) 2016, a postoperative angiogram revealed a leakage at the site of the avp deployment in sca. An additional coil embolization was performed with five coils (interlock-35/boston scientific, model and size unknown) implanted for the treatment of the residual leak. The procedure was successfully completed with no issues. No further consequences to the patient were reported. The patient was in stable condition following the procedure.